Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that issue caused due to software. A technical support specialist, installed hotfix to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis anesthesia es system, the that users are unable to input numbers on the waste screen. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.